Event description:
It was reported that a flogard solution administration set¿s tubing broke into two. The break occurred when the device was being primed with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the tubing was observed to be sliced into two pieces with seal marks noted near the area of the slice. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of this was the device tubing getting caught in the pouch seal during packaging. To correct the condition, operators are to open all packages detected by sensors and discard defective devices. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.